Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of microorganisms that are part of the normal flora of human gastrointestinal, genitourinary and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
This peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she was hospitalized with an infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken on (B)(6) 2024 (presumably taken in the outpatient clinic prior to hospitalization) presented with klebsiella oxytoca, serratia marcescens and pseudomonas aeruginosa in the culture and rare wbcs noted in the count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for 14 days to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as she was transitioned to hemodialysis for renal replacement therapy. The patient remains hospitalized with no indication this extended hospitalization was related to this infection or pd therapy. Though the root cause of infection remains unknown, it was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is presumed the patient will continue hd therapy while hospitalized. Any plan to return to pd therapy or the status of the patient¿s liberty select cycler remains unknown.